Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely that the issue occurred due to a faulty generator board; however, a definitive root cause could not be established. The event can be detected/prevented by following the instructions for use which state: using other cleaning agents' may (after a certain period of time) affect surfaces and plastic parts under certain circumstances. A user error is highly likely for this error pattern. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the hf unit "esg-400" displayed an error code e433. The issue occurred during preparation for use. There were no reports of patient harm.